Manufacturer narrative:
Returned device was received in decent physical condition, although the float switch was upside down, the pump had the old style pcb with a broken power switch. During the evaluation of the device, the initial complaint was confirmed. The intermittent power was caused by the broken power switch. The power switch was found to be broken from normal wear and tear. It is unknown what caused the upside down float switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had intermittent power and a low circulating alarm. No patient was involved with the incident. No adverse effects were reported.